Manufacturer narrative:
1038671-2023-01289 1038671-2024-04671 1038671-2024-04672 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01289, 1038671-2024-04671, 1038671-2024-04672. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening, patellar loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation a patient had a left knee replacement on. Approximately 104 months after the initial procedure the patient had a left knee revision. The patient has experienced prothesis wear, loosening of implant, osteolysis and device embedded in tissue or plaque. There is no other patient demographic or medical history available. The patient was awakened and transferred to recovery in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.